Event description:
Pt reported that on 2 different occasions she had a partial tear at the luer lock and tubing connection. Pt also stated that her blood glucose elevated to (600/s mg/dl). Pt is using symlin and believes her blood glucose elevated because she did not use her symlin the day her blood glucose was elevated. Pt changed out her infusion set and also bolused to help with the elevated blood glucose.